Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq for investigation. The explantation report states that the floating mass transducer (fmt) was dislocated and that there was a visible discontinuity of the conductor link.

Manufacturer narrative:
Conclusion: the device investigation revealed bifilar wire fatigue fracture at sleeve end and an overload fracture after sleeve end. Reportedly, the conductor link was damaged during the performance of regular care of the radical cavity and goes in line with the observed damage during device investigation. In addition, the floating mass transducer was found migrated from its intended position, which might have contributed to the observed damages. This is a final report.

Event description:
The device was received at hq for investigation. The explantation report states that the floating mass transducer (fmt) was dislocated and that there was a visible discontinuity of the conductor link. The conductor link was cut through by an ent doctor during inspection of the radical cavity.